Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch meter (unknown model) read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in ireland, ¿several years ago¿ and that she felt that subject meter was ¿showing high results¿, however did not specify what results were obtained. The patient manages her diabetes by self-adjusting her insulin doses and stated that she ¿took more insulin¿ in response to the alleged issue. The patient reported that an unspecified time after the issue occurred she developed ¿hypoglycemia whilst driving and felt cold¿. The patient then reported that she pulled over from the road and fainted. The patient stated that the emergency medical services were called and that they treated her with glucose tablets. During troubleshooting the cca noted that the patient could not provide details about the meter. The patient no longer had the meter so no product was requested back. The patient was issued with replacement product. This complaint is being reported as the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after administering an increased insulin dose in response to allegedly high results on the subject meter.